Event description:
It was reported that during evaluation the device failed the sample cut test. No harm or delay were reported. Diligence is completed and no further information is available. No adverse event was reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4), mdt722495. Upon completion of investigation a final/supplemental report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cutters failed to produce a complete mesh during the test cut; however, the repair was not completed because the cutters were returned without repair and notification that the cutter does not meet the zimmer mesh test acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.